Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020.

Event description:
The customer reported the ventilator failed. The equipment only turns on, it presents the following alarms, making it impossible to function: check vent heater stopped, check vent backup alarm failure, check vent aux source fault, check vent 35v failure, patient circuit occluded and oxygen not available. Also, it stays on when you turn it off and restarts several times on its own, with the alarms sounding non-stop. The first time, the vent rebooted and appeared with these problems. Patient involvement is unknown. The device was sent to bench repair for evaluation and repair.

Manufacturer narrative:
Problem statement amendment: the customer reported the ventilator failed. The equipment only turns on, it presents the following alarms, making it impossible to function: check vent heater stopped, check vent backup alarm failure, check vent aux source fault, check vent 35v failure, patient circuit occluded and oxygen not available.

Manufacturer narrative:
G4:29jan2021. B4:02feb2021. The power management board was replaced to resolve all the alarm issues reported by the customer. The navigation ring was found defective so the front bezel was replaced to resolve the issue. The battery was also replaced at the customer's request. The ventilator was tested and determined all issues were resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.